Manufacturer narrative:
(B)(4). This complaint of a system error (se) 2240 (air in set) was not confirmed due to a lack of sample. The home patient (hp) reported that the final bag appeared to have been leaking. A root cause was determined to be leak in disposable. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the sample was not returned to baxter; therefore no evaluation could be performed. Since the lot number is unknown a batch review could not be performed. The nurse refused to provide any further information; therefore, baxter will not attempt to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 3. The home patient (hp) reported that the final bag appeared to have been leaking. The technical service representative (tsr) assisted the hp with troubleshooting the alarm, disconnecting using aseptic technique and removing the cassette. The hp to notify the peritoneal dialysis (pd) nurse of the missed therapy. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp's nurse on (B)(6) 2011 regarding the alarm and the leak, the nurse stated that she is not going to provide any information as she has ended the patient's dialysis due reasons not related to pd. The patient is no longer on pd. No further information was provided.